Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device tweezers did not seal. Multiple attempts for further information have been made with no response.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. The reported condition could not be confirmed. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.